Event description:
It was reported that during testing conducted at the manufacturer facility, the device was found to have paint chips missing from the painted band. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.